Event description:
Procedure type: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,asymptomatic rectocele, itchy vaginal rashes and constipation - underwent colonoscopy to the cecum with polyp removal ((B)(6) 2009).grade ii rectocele and stage I-ii cystocele and prolapse. Candidiasis of vulva and vagina. Mixed urinary incontinence, urinary leakage and urgency.